Manufacturer narrative:
Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).

Event description:
The patient's pump was explanted and disposed of. The date of explant is unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that the physician instructed the flowonix representative to help program a 0.0 mcg/day flow rate on (B)(6) 2016. Sometime after the flowonix representative left the facility, the patient reported to have experienced a heart attack and overdose symptoms.